Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported that the product was dry and empty.